Event description:
New information states that the patient was in a stable condition before, during and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited low high voltage lead impedance leading to failure to therapy during charging. The lead also exhibited fracture. Device refigured shock configuration and therapy was delivered successfully. The patient was in a stable condition. The lead was capped and replaced on (B)(6) 2019.